Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that two ophthalmic forceps stuck in the closed position and would not reopen during vitrectomy surgery. The procedure was able to be successfully completed with some retinal bleeding noted, but with no harm to the patient. Additional information is not anticipated for this report.